Event description:
It was reported the patient underwent left hip surgery on (B)(6) 2012 at the community hospital. During the procedure, a trochanteric fixation nail was implanted into the left hip. On (B)(6) 2012, the patient developed an infection with drainage from her left hip. No additional information is available. This report is for an unknown screw. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown screw. Implant date: on or about (B)(6) 2012 . Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.